Event description:
As reported, during a tf tavr case, the patient's access vessels were complex with bilateral iliac stents requiring ballooning and implant prior to initial 14f esheath insertion, but the sheath still would not pass. A 16f esheath was opened to further dilate the vessel with the 18f dilator, followed by the second 14f esheath, but this sheath could not be inserted either. The reia was then stented with a 8mm x 30mm bes to better facilitate delivery of the sheath, not placed due to any injury, followed by successful advancement of this sheath. A 23mm sapien 3 ultra was then attempted but the valve required significant force to advance, with resistance noted in the partially expandable aspect of the sheath, and was noted to have inverted tines within the sheath. The insertion angle was 30 degrees. The entire system was removed on the wire, including sheath and ds as a unit. There was no damage noted to the sheath or delivery system. A new 14f esheath was inserted. A second valve and ds was prepped and was successfully inserted with moderate force for valve alignment. Resistance was noted along the course of the sheath. Difficulty was noted during both gross and fine alignment. To resolve the alignment difficulties, the team reset the delivery system to the default position to complete the alignment. When the system was advanced to the asao, it was also noted that a tine was inverted and was discussed, however the physician proceeded with valve implantation. The valve was deployed without a complication and yielded an excellent result with a 2mmhg post gradient and no pvl. The 14f esheath was removed and closed with perclose and an unsuccessful closure was noted. A 7mm x 10cm gore covered stent was placed from the contralateral side and the procedure was completed. The patient was transferred in stable condition with no hematoma or bleeding. Although it was requested that the original valve and delivery system were retained for evaluation, the team discarded them. There was no allegation an edwards product failure occurred and the complications that occurred were associated with the patient's complex vasculature and pre-existing stents, including the additional failure of the perclose. There was no damage noted to either the esheath or delivery system after removal from the patient.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusion. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and no other complaints relating to valve frame damage were found. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery provided of the patient's anatomy revealed calcification, along with the stent, in the access vessel. The IFU and training materials were reviewed. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Additionally, the esheath+ introducer set includes the expansion tool that is used to pre-expand the partially expandable area of the sheath prior to procedural use to facilitate the advancement of delivery system through this region. No IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and assess risks associated with valve frame damage during use with the sapien 3 ultra valve and commander delivery system and esheath configuration. This pra continues to apply to esheath+ as there are no significant changes related to the sheath shaft. This includes material composition, manufacturing process, inspection, and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to extrusion and handling and does not affect system advancement through the sheath. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective/preventive actions. The corrective action is intended to reduce, but not eliminate the occurrence. The valve frame damage was unable to be confirmed without the returned device or procedural imagery. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of IFU/training materials revealed no deficiencies. As reported, ''a new 14f esheath was inserted. A second valve and ds was prepped and was successfully inserted with moderate force for valve alignment. Resistance was noted along the course of the sheath. Difficulty was noted during both gross and fine alignment. To resolve the alignment difficulties, the team reset the delivery system to the default position to complete the alignment. When the system was advanced to the asao, it was also noted that a tine was inverted and was discussed, however the physician proceeded with valve implantation. The valve was deployed without a complication and yielded an excellent result with a 2mmhg post gradient and no pvl''. Per the description, insertion angle was about 30 degrees. Per the training manual, ''insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion'' and ''in expectation of high friction, use short movements and push delivery system closer to sheath hub.'' Furthermore, the training manual instructs that ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' As revealed through anatomical imagery review, the patient's access vessel was characterized by calcification. The presence of calcification in vasculature and high insertion angle can create a challenging pathway during delivery system advancement, which can lead to higher push force. Additionally, it was noted that a stent was present. The stent can act similarly to calcification and an undersized vessel, as it can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent strut. As such, available information suggests that patient factors (calcification, pre-existing stent) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time.